Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Field service engineer confirmed failure. Fse replaced rear bezel, top cover, and front panel assembly. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer reported nav-ring failure. There was no patient involvement.